Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds. In addition, non-capture at 8 volts was noted. The rv lead was abandoned and replaced as extraction was impossible. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted that the right ventricular (rv) lead capture threshold has been high since (B)(6) 2014 measuring greater than 2.5 volts.